Event description:
It was reported that pump experienced repeated malfunction alarms with code 12 and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin delivery method if needed, while technical support arranged replacement pump with updated software, confirmed shipping details and warranty status, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.